Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline exit site drainage cannot be conclusively determined through this investigation. The controller event log file contained events spanning from 10jul2023 to 14jul2023.the pump appeared to have been operating as intended at the fixed speed. Additional information regarding the event was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, is currently available and contains the following information: section 1 outlines potential adverse events, including infection, that may be associated with the use of heartmate 3 left ventricular assist system care instructions in regard to preventing infection are provided in various sections of the instructions for use. The heartmate 3 left ventricular assist system patient handbook, rev. D, is currently available and contains the following information: section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Care instructions in regard to preventing infection are provided in various sections of the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that was significant drainage was coming from the driveline exit site. Daily dressing changes were performed.